Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR: the device was returned for evaluation. The unit returned has coil unraveled, as part of overall visual revision. The coil was inspected and was found severely stretched near the interlocking arm. The coil has a kink near the interlocking arm. Microscopic examination was done. The zap tip has a smooth surface. The interlocking arm was inspected and was found detached and missing. The coil dimensions were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states ¿only 5f imager ii is compatible.¿ (B)(4).

Event description:
Reportable based on device analysis completed on 05-dec-2016. It was reported that the coil became stuck in the catheter. The target lesion was located in the severely tortuous and mildly calcified internal iliac artery. A 10mmx40cm interlock¿-35 was selected for use. During the procedure, it was noted that the 3rd coil was stuck inside a 4f 0.038 non-bsc catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, device analysis revealed that the interlocking arm of the main coil was detached and missing.